Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since the battery serial (B)(4) was not in use in the timeframe analyzed from (B)(6) 2015 to (B)(6) 2016. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level. The battery properly provided power to the test bed setup for four hours with no anomalies. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that one of the patient's batteries was displaying an abnormal power consumption behavior; the battery's capacity would decrease to 50% soon after being connected to the controller. The battery appeared to be fully charged when connected to the charger. The device was exchanged with no reported patient consequences.